Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not delivering insulin correctly. Caller reported her blood glucose level did not lower with the use of the pump, even using bolus correction. No adverse event reported. No product will be returned.